Event description:
A surgeon reported a pt has a decrease in visual acuity (20/60) two yrs following intraocular lens (iol) implant surgery. It was reported the pt's iol is opaque. Add'l info has been requested.

Manufacturer narrative:
The product was not returned for analysis; therefore, the complaint could not be confirmed. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Add'l info requested on 02/14/2007 and 03/07/2007.